Event description:
A customer obtained an erroneously elevated free t4 result for one patient. The sample was repeated and a result of 0.55ng/ml was reported out of the lab. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. The customer was working with customer technical service (cts) and was able to resolve the errors over the phone. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.